Event description:
It was reported that the patient presented to the hospital. It was noted that the right atrial (ra) and right ventricular (rv) leads had dislodged. Ra and rv lead dislodgement was confirmed via fluoroscopy. It was also noted that the ra led exhibited failure to sense and loss of capture. The ra lead, rv lead, and pacemaker were explanted and replaced with a leadless pacemaker system. The patient's condition was stable.